Event description:
The customer reported to olympus, the camera head had suspected cord disconnection. It was unknown during when the issue was found, however subsequent procedures were completed with a different device. Inspection and testing of the returned device found imaging water intrusion on the head/cable water intrusion image failure due to circuit board failure. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found buckling of the cable part, corrosion of electrical contacts on connector, connector part connector crack, scratches on the main body of the head, head main body crack, head part main body flooded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, image failure (flickering, disappearance) occurred because the video function did not work properly due to faulty cable and charged coupled device (ccd). The cause of the faulty cable and ccd could not be identified. Olympus will continue to monitor field performance for this device.